Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a follow-up visit due to discomfort, the physician was unable to interrogate and communicate with this device. The electrogram showed a heart rate of 40 beats per minute however, no signal from the implanted device via magnet application was identified. The physician suspected a product malfunction and explanted and replaced the device in absence of additional effects.

Event description:
It was reported that during a follow-up visit due to discomfort, the physician was unable to interrogate and communicate with this device. The electrogram showed a heart rate of 40 beats per minute however, no signal from the implanted device via magnet application was identified. The physician suspected a product malfunction and explanted and replaced the device in absence of additional effects. The device was later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of no device telemetry. It was also stated that during analysis, no memory download could be performed. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. The internal battery cell was then sent for additional testing. This analysis showed no evidence of damage to the electrode assembly and the header met all specifications. Engineers were unable to identify any device defects during the destructive analysis process that would account for premature battery depletion. Although the lack of device communication and inability to interrogate was identified to have been caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely while implanted.